Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited no telemetry, no output and premature battery depletion. The battery went from bol to eri within three weeks.